Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur afterward. Caller was informed to continue using the pump and to reach out if the issue happened again, which the caller acknowledged and understood.